Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (2 vials) were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: customer contacted manufacturer on (B)(6) 2026 - customer stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Grandmother is calling on behalf of the customer, her 6-year-old grandson. The caller is concerned with test results from results obtained of 41 mg/dl and from meter-to-meter comparison results of 51 mg/dl using true metrix meter and 89 mg/dl using another device. The caller stated the customer's expected fasting blood glucose test result range is 75-78 mg/dl. The customer feels well and did not report any symptoms. Per the caller the customer had gone to the hospital last month due to low blood glucose test result of 41 mg/dl (fasting/non-fasting unknown). Per the caller, the customer's parents had been advised to take him to the hospital if his blood glucose level was low with symptoms (lethargic and not responding). When at the hospital the customer had received treatment for mitochondrial disease and was given an IV to raise his glucose. A blood test was done after the treatment and the customer's blood glucose result had been 59 mg/dl non-fasting. The customer is under a specialist's care. During the call, a back-to-back blood test was not performed by the customer (customer was not available). Per caller, the product is stored in a bathroom that has no tub/shower. The test strip lot manufacturer¿s expiration date is 03/31/2027 and per the caller the open vial date is on (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 86 mg/dl, date: on (B)(6), time: 9:46pm, fasting, result 2: 102 mg/dl, date: on (B)(6), time: 10:12pm, fasting, result 3: 51 mg/dl, date: on (B)(6), time: 7:23pm, fasting, result 4: 85 mg/dl, date: on (B)(6), time: 9:21pm, fasting, result 5: 82 mg/dl, date: on (B)(6), time: 1:25am, fasting.